Event description:
A new event was reported for this patient. On (B)(6) 2009 the patient experienced a restenosis.this male patient was enrolled in (B)(4) registry. At the time of the initial index procedure, angiography revealed an 85% stenosis in the ostium of his right internal carotid artery. The lesion was described as eccentric and mildly tortuous with circumferential calcification. The lesion length was 5mm. The reference vessel diameter was 5.7mm. Baseline medications included aspirin and clopidogrel. An angioguard rx was advanced beyond the target site and the 6mm basket was successfully deployed. Pre-dilation was not documented. An 8.0 x 40mm precise rx stent was deployed in the target lesion without complication. The angioguard was successfully retrieved. Post-procedure stenosis was 30%. Upon inspection, there was no debris noted in the filter basket. There were no reported procedural complications. After approximately 2 days of hospitalization, the patient was discharged on aspirin and clopidogrel.

Event description:
It was reported that during a thyroidectomy procedure, the clips would not hold after placing. The clips were delivered but wouldn't hold and fell into the patient. The clips were removed and a new applier of a different lot number was used successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.